Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 5 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not responding (not justified). Corrective/preventive actions: n/a.